Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text: device not returned yet.

Event description:
Device switching on automatically. No patient involved.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the sam 300p device was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 300 passed ¿out qat from heartsine technologies on the 29th october 2010. A visual inspection of the device revealed no apparent defects. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that a pad-pak was first installed by the user on the 28th september 2015 and that it had performed to specification up to and including the 15th november 2015. Between the 16th november 2015 and the 17th november 2015, 8 manual power ups were recorded, each of which was under 1-minute duration, alongside one log entry of nonsensical data. These manual power ups may suggest the user was power cycling the device or the device was switching on automatically and the user was intervening by pressing the on/off button. The device passed all subsequent weekly auto self-tests up to and including the 3rd september 2017. The pad-pak was removed. A pad-pak was reinstalled on the 30th january 2018 and the device failed an auto self-test due to a low battery. An additional low battery fail was recorded a minute later. On the 31st january 2018, information from the history log shows an increase in voltage and the device was power cycled on 3 occasions, passing each self-test. There were no further log entries recorded. A test pad-pak was inserted into the device and successfully passed an auto self-test then passed a self-test during a manual power cycle. No warnings were given at shutdown and the status led continued to flash green. The device was disassembled to investigate. The device performed to specification throughout testing at heartsine, the reported fault was not found. The device was temperature cycled between 0°c and 50°c for 48 hours while performing a self-test every 20 minutes. This is equivalent to approximately 33 months of normal use without fault. The returned sam 300p is now outside of its warranty period and will be scrapped.

Event description:
Device switching on automatically. No patient involved.